Event description:
The event is reported as: "alleged issue: the clip applier jammed and the first clip would not dispense. Applier was not used on pt." No pt injury reported.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assesment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determined the root cause for the defect reported and corrective action for it. The MFR will continue to monitor and trend relating complaints.